Event description:
It was reported that a patient underwent an initial right side implantation on an unknown date in 2013. In 2019, the patient underwent infiltration of distal scar with local anaesthetic and cortisone for persist pain and swelling. No infection. Chronic pain disorder and fibromyalgia syndrome.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00183-1. 3002806535-2021-00185-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). We have requested that the product be returned to zimmer biomet for investigation. Concomitant medical products: medical product: unk oxford bearing component, catalog #: unk, lot #: unk. Medical product: unk oxford tibial component, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00183, 3002806535-2021- 00185. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right side implantation on an unknown date in 2013. In 2019, the patient underwent infiltration of distal scar with local anesthetic and cortisone for persist pain and swelling. No infection. Chronic pain disorder and fibromyalgia syndrome. Attempts have been made but no further information has been provided at this time.